Event description:
It was reported that on april 30, 2024, the device medium and high speeds barely work. The issue was observed during weekly audit of synthes battery powered drivers. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. It was reported that there was no further information regarding the issue. All available information has been disclosed. This report involves one (1) hand piece for battery powered driver. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: h6: part # 05.000.008. Synthes lot # 008202. Supplier lot # 008202. Release to warehouse date # 09 jun 2022. Supplier # (B)(4). No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Service and repair evaluation: the customer reported that on (B)(6) 2024, the device medium and high speeds barely work. The repair technician reported contact plate was cracked, cosmetic test failed, fast forward and forward runs as intermittent, discoloured wires and membrane vent, black debris in internal components. The cause of the issue is faulty parts. The item was repaired per the inspection sheet, passed synthes final inspection on 23-may-2024 and will be returned to the customer upon completion of the service and repair process. The evaluation was confirmed. The device was deemed serviceable and will be returned to the customer, no design or manufacturing issues were identified therefore it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.